Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported PICC was noted to be partially occluded. Flushing but no venous return. Cxr confirmed PICC tip confirmation. 2 doses of urokinase given as per policy to treat partial occlusion of a PICC. Still not flushing and no venous return obtained. PICC noted to be leaking at surrounding site. Infusional services called. Advised to remove PICC as may be fractured. PICC removed. Securacath used. Delay in treatment, new PICC required.